Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. H11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The balloon torn problem found could have been interpreted by the customer as the reported event of balloon leak. The results of the analysis performed on the returned device found that the longitudinal tear in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was inconsistently used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure to treat gastrointestinal stenosis performed on (B)(6) 2025. During inflation, the pressure increased normally up to 5 atm. However, it failed to rise further, and the balloon did not expand. A pinhole leak was suspected. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.